Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of air bubbles in line could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a few air bubbles were observed in one (1) ce intermate sv200 device. The intermate was primed for use and attached to the patient. After a few minutes an air bubble had advanced into the administrating tubing. The infusion was stopped and the line was primed again and re-connected to the patient. Another few minutes later a bubble was noticed and the infusion was stopped and the line was primed again and then re-connected to the patient. Therapy continued without any difficulty. There is no injury or medical intervention reported.